Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to flattened dome switch unable to verify lost sensor alarms due to unresponsive buttons. The device was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported the customer received a lost sensor alarm on their insulin pump. Customer also reported they were not able to get past the rewind sequence on their insulin pump. The customer also stated their act button was not responding. It was also found the customer had an error message on their insulin pump. Customer's blood glucose was 219 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.